Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds with measurements of 2.1 mv 1 ms and low sensing of 4.8 mv. The patient underwent a therapy upgrade procedure in which this lead was surgically capped and abandoned. No additional adverse patient effects were reported.